Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.

Event description:
Pt was non-compliant and engaged in activity he shouldn't have, falling off a ladder on the operative side, resulting in infection which led to a revision tha.